Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving prialt (ziconotide) (10 mcg/ml at 1.034 mcg/day) via implantable infusion pump. It was reported that the area around the pump pocket was "very tender" and the patient "will literally jump when you touch the pump site". The hcp noted that the pump will be programmed off permanently and then will be removed. The hcp was requesting for a password to permanently shut off the pump.